Event description:
Reference MDR 1219856-2012-00208 for the first event involving the same pt. It was reported that the intra-aortic balloon (iabp) was inserted via the same insertion site as the first iabp insertion. The pt was in the operating room and per the rn they were attempting to come off bypass. The rn phoned the clinical support specialist (css) because after the iab was inserted they were not able to draw any blood back through the central lumen. Per the rn, the iab was repositioned several times with no success in getting blood back from the central lumen. The rn said that placement was confirmed by tee (trans esophageal echocardiogram). The css recommended that they try repositioning the iab again and then try to draw blood back. After a short period of time the rn relayed that it was still not drawing. Flushing is not an option at this point with the risk of air emboli. They do have a good ap (arterial pressure) signal from the fos (fiberoptix sensor), that are not required. The outcome of the pt is unchanged from the beginning of the all to the end of the call.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.